Event description:
It was reported that during the implant procedure while retracting the helix to reposition the lead, due to an increasing threshold, the doctor noticed that the lead felt "different", harder. It took 20+ turns to retract the helix. While trying to extend the helix the entire lead twisted. According to the doctor the helix mechanism felt broken. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary-the full lead was returned in segments. Analysis was performed and no anomalies were found. The lead was considered to be functionally normal aside from some overstress damage. The distal conductor of the lead was extrinsically over-rotated, the helix of the lead was extrinsically bent, visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The lead was received with the helix bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).